Event description:
The dr claims that four weeks after implanting the graft, it had to be thrombectomized. After the venous side was clamped, the blood pressure in the graft rose and an unknown quantity of blood (quantity is not attainable) leaked from two areas on the graft's walls where it was believed to have been cannulated for dialysis. The leakage subsequently stopped by unclamping and reclamping the graft and suturing the leaks. The graft was left in. The pt's conidition is ok.